Event description:
It was reported that the ventilator alarmed for low expiratory minute volume while it was connected to a patient. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.